Event description:
Customer reported issue with speaker function of pump, as it did not make sound for alerts. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to attempt adjusting sound settings, but when issue persisted, they arranged for replacement of pump and provided guidance for returning the faulty device to tandem.